Event description:
On (B)(6) 2014, it was reported that the patient was referred for surgery. Device settings and diagnostic results from (B)(6) 2013 were provided. Surgery is likely but has not taken place.

Event description:
An implant card reported that the patient had generator reimplant and lead replacement on (B)(6) 2014 due to lead discontinuity. Good faith attempts for product return were performed. The explanted suspect device has not been received by the manufacturer to date.

Manufacturer narrative:
Describe event or problem, corrected data: additional information indicates that the generator was not explanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, a physician reported that a system diagnostic in (B)(6) 2012 showed high impedance. The patient was sent for x-rays, but x-rays reportedly showed no lead fracture. Therapy was continued at 2.5 ma 21 seconds on, 0.8 minutes off. The high impedance message was seen again on (B)(6) 2013 (output status: limit, dcdc=7). The physician felt that the patient was still receiving stimulation because he could hear her voice change. The patient reported that the physician told her that there is something wrong with her wires and that he does not plan to do anything and that he is just going to increase her medications. The patient reported that she is experiencing an increase in seizures and she is bedbound for fear of falling. The physician confirmed that the last normal diagnostics test was on (B)(6) 2012 and that the first high impedance was observed on (B)(6) 2013. The patient's device was never programmed off following the high impedance and is currently still delivering therapy. There was no patient manipulation or trauma. The physician reported that the relation of the seizures to baseline is difficult to determine because the patient's seizures are cyclic. It could not be established whether the seizures were related to vns or other factors.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2014. During the surgery the surgeon identified a lead break when the generator pocket was opened. The surgeon replaced the generator; however, the lead was left in place as no consent to replace the lead was obtained prior to surgery. Lead replacement is planned for a later time. The surgeon believes that the lead break was likely caused by excess lead being placed under the generator causing friction. No surgical intervention has been performed to date.

Event description:
The surgeon explanted the patient¿s generator on (B)(6) 2014. The generator was not replaced. After explant surgery, the patient was having nocturnal seizures.